Event description:
Additional information received indicated the device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was revealed that the charge time limit was reached by the device. Technical support recommended device replacement and the patient was stable. Further information was requested but not received.